Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005: patient presented with following pre-op diagnosis: anterior radical diskectomy, l4-5 and l5-s1. For which, patient underwent following procedures: anterior radical diskectomy, l4-5 and l5-s1; anterior partial corpectomies with decompression cauda equina bilateral nerve roots, l4, l5, and s1; anterior lumbar interbody fusion, l4-5 and l5-s1; anterior lumbar spinal instrumentation l4-5 and l5-s1; preparation of fresh-frozen femoral ring structural allograft, l4-5 and l5-s1; placement of bmp implant, l4-5 and l5-s1; insertion of foley catheter; plastic surgery closure. Per op-notes, "..this was the first stage of procedure. Endplate of l4 and l5 vertebral bodies were osteotomized and bleeding bone was identified. A bmp kit was utilized. One sponge was placed in the femoral ring and the femoral ring construct with bmp implant was placed at l4-5 with excellent interference fit. A fresh-frozen femoral ring structural allograft was also cut and contoured in a similar fashion. A single bmp sponge was placed within the femoral ring construct. Femoral ring construct was seated with excellent interference fit. Patient tolerated the procedure well with no complications reported¿" on same day, patient was again presented with following pre-op diagnoses: discogenic low back pain; status-post anterior lumbar interbody fusion, l4-5 and l5-s1. For which, patient underwent following procedures: posterior lumbar spinal decompression and fusion, l4-5 and l5-s1; transpedicular segmental fixation, l4, l5, and s1; use of intraoperative fluoroscopy; plastic surgery closure. Patient tolerated the procedure well with no complications reported. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.